Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen remained blank even with the power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm powered on with no issues and the display was fully illuminated. The ccm ran for several hours with no interruption to the display and no issues switching between perfusion screens. The service repair technician (srt) could not duplicate the reported complaint. The ccm booted up successfully multiple times with no issues observed. The ccm was left on overnight and rebooted up in the morning on multiple attempts, with still no issues observed. The srt opened the ccm to look internally for loose connections and there were none. The coin cell battery was replaced as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.